Event description:
Customer reported via phone, he has been experiencing low blood glucose for the last two weeks. Paramedics were called four times for low blood glucose of 23, 24 36, and 42 mg/dl. They went on thursday, saturday, yesterday and another day in between but he didn't recall day. Customer wasn't admitted but paramedics went on (B)(6) 2015 with low blood glucose of 34 mg/dl. Customer stated the issue might be with the bolus wizard was concerned the device over calculates. An example was she had blood glucose, programed a bolus with 64 carbohydrates, and it estimated 5.4 units. Customer stated he would call back to perform troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.